Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. The suture catcher window and the suture catcher have been broken from the end of the upper jaw. The suture capture is deformed. Evidence shows a sharp instrument has been in contact with the device. A functional evaluation showed pulling the lever will close the remaining portion of the jaw and deploy the suture needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force, an impact event inconsistent with normal use, tissue thickness, damage or debris on the device tip during passes. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a medial posterior root repair surgery, the firstpass mini's suture capture and top jaw broke inside the knee joint, while passing the minitape. The broken pieces were successfully removed from the patient using arthroscopic graspers. Surgery was completed with a back-up device instead. There was a delay greater than 30 minutes. Patient status is fine.